Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Incompatibility between avl 1.0 and the glidescope smart cable. Additional part used: glidescope, smart cable, catalog: 0800-0531, sn: (B)(4),

Event description:
The customer reported that during a patient procedure, using a glidescope cobalt avl monitor, the image on the monitor was flickering. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.